Event description:
It was reported that the reactiv8 system was explanted due to suspected infection at the implantablepulse generator (ipg) site. The patient was reportedly experiencing an ipg site read, swollen, hot,tender around the ipg pocket, and with fever. The ipg and two leads were removed, except that 2 electrodes on the left lead were left in place. There were no reports of patient harm or injury. A culture was taken, but the result was not disclosed to mainstay medical. The patient was treated withantibiotics.

Manufacturer narrative:
Mml# (B)(4) also explanted: model: 8145 description: reactiv8 implantable stimulation lead serial numbers: (B)(6) UDI #s: (B)(4).